Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that insulin pump had cracks around the reservoir area and battery cap area and on the bottom side. The customer¿s blood glucose level was unknown. Troubleshoot was performed and . Customer reports damage to the pump. Reservoir unable to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.